Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the physician encountered difficulty placing the mesh leg through the sacrospinous ligament (specifics unknown). There were no complications to the patient, who is over 18 years old. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed that the cage was bent. Functional testing of the returned capio device showed that the needle carrier was free from bends and extended freely; however, it did not retract completely unless force was applied to the plunger. The cause for this event could not be determined.